Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (system error 105) caused by severed motor mount screws (6 of 6). The motor assembly and motor mount screws were replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient injury.